Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically removed due to high, out of range pacing impedance (130-140 ohms). The pacemaker device was explanted, due to normal battery power consumption a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted rv lead is expected to be returned for analysis.

Manufacturer narrative:
This lead was returned, and product analysis complete. Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments approximately 220mm from the terminal end. Induced damage occurred during explant. Visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. The helix was retracted, dried body fluid and tissue were noted in the helix housing. Electrical continuity testing pass, indicating conductors intact. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead causes impedance measurements to increase. In conclusion, the investigation determined that the direct observation of calcium deposits and a known inherent risk of this product.

Event description:
It was reported that this right ventricular (rv) lead was surgically removed due to high, out of range pacing impedance (130-140 ohms). The pacemaker device was explanted, due to normal battery power consumption a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
A correction report is being submitted to address as report device incorrect coding. The rv lead was surgically explanted due to high, out of range shock impedances (130-140 ohms). The implantable cardioverter defibrillator (ICD) device was explanted due to normal battery consumption. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted rv lead was returned and product analysis completed. Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments approximately 220mm from the terminal end. Induced damage occurred during explant. Visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. The helix was retracted, dried body fluid and tissue were noted in the helix housing. Electrical continuity testing pass, indicating conductors intact. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead causes impedance measurements to increase. In conclusion, the investigation determined that the direct observation of calcium deposits and a known inherent risk of this product.

Event description:
It was reported that this right ventricular (rv) lead was surgically removed due to high, out of range pacing impedance (130-140 ohms). The pacemaker device was explanted, due to normal battery power consumption a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. Besides surgical intervention, no adverse patient effects were reported. This lead was returned, and product analysis complete.